Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. Omsc could not reproduce the reported phenomenon. No abnormalities were noted inside the instrument channel of the device. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by insufficient customer's reprocessing. If additional information becomes available, this report will be supplemented.

Event description:
The customer was brushing the endoscope using olympus brush bw-20t after the endoscope was disinfected by olympus automated reprocess machine oer-3. The customer noticed that an orange foreign material adhered to the brush. The user contacted olympus to ask for analysis on the material because they wonder if the device was successfully cleaned and disinfected. There was no report of patient injury associated with this event.